Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarms due to blank display. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced moisture damage, unexpected restart and signal too low alarm. The customer's blood glucose value was 187 mg/dl. The customer stated that they ran their insulin through the washer last night. The customer reported water behind the lcd screen. The customer stated that unexpected restart alarm occurred in the middle of the night. The customer stated that a temporary basal was not programmed before the restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.